Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in good condition, with a small medical device next to the on/off switch. Functional testing could not duplicate/replicate the complaint as the unit tested and warmed fluid up properly to the operating temperature of 42 degrees. The complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues. Replaced switch label. Performed preventative maintenance (pm) and calibrated. Device passed functional and delivery tests.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the unit remains at "28 c" and will not heat further. Patient involvement is unknown.